Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in poor condition. Per visual inspection, the front cover and enclosure both had scratches and gouges out of the paint, pole clamp discolored, microswitch bent, water tank cover had cracks on the bottom two corners, line cord faded and worn. Per functional testing, water was leaking from the interlock block. The complaint was confirmed. The root cause was the interlock block screw holes had been stripped from over tightening the screws. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was leaking from where the unit was connected. The reporter removed the connection and replaced the o rings but it was still doing the same thing. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.